Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) and right ventricular (rv) lead high sensing integrity counter (sic) observed. It was also reported that the right ventricular (rv) lead exhibited t wave oversensing. Diagnostic testing/troubleshooting performed. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.